Manufacturer narrative:
Concomitant medical products: model: 407652, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an allied health professional (ahp) that the patient's right atrial (ra) lead was picking up ventricular activity on the atrial channel/far field r-wave (ffrw). The right ventricular (rv) lead exhibited t-wave oversensing (twos) which resulted in the patient receiving an inappropriate anti-tachycardia pacing (atp) therapy. Follow up was completed with the original reporter and it was verified that reprogramming had been completed. Both leads remain in use. No patient complications have been reported as a result of this event.